Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues as it did not inflate, which led to a surgical intervention. During the procedure, cylinder rupture was identified; therefore, the ipp cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had a leak in the middle of the cylinder body that was the result of wear at a fold. Additionally, it was noted that the outer cylinder tube was detached along with the fabric threads in the proximal end of the cylinder, consistent with explant damage. The second cylinder had a large tear in the outer tube, with broken fabric threads in the proximal end of the cylinder, also consistent with explant damage. The pump was visually and microscopically examined, and leak tested; its tubing was worn as a result of wear against the pump strain relief tubing. Product analysis confirmed the reported allegation; the leak in the cylinder due to wear likely caused the reported clinical observation of inflation issues.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues as it did not inflate, which led to a surgical intervention. During the procedure, cylinder rupture was identified; therefore, the ipp cylinders and pump were removed and replaced. No patient complications were reported.